Event description:
A malfunction was reported on the customer's pump, but there were no notable events leading up to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump. The caller was instructed to reach out again if the issue reoccurred and confirmed their understanding.